Manufacturer narrative:
This report is submitted on may 25, 2023.

Event description:
Per the clinic, the patient experienced a painful blister at the magnet site which was treated with oral and topical antibiotics. The implant remains in-situ.